Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported insertion difficulty when using theangio-seal. The following information was provided by the user facility: unable to insert the component; after removing the arteriotomy locator and guidewire from the insertion sheath, when the component was being inserted into the insertion sheath, abnormal resistance was felt and the component did not advance; the angio-seal device was replaced by a new one to achieve hemostasis. Subsequently, hemostasis was successfully achieved; the physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery; the size of the sheath ancillary used was 8 fr; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. One used 8fr angioseal sts plus device was returned for evaluation. Received were two carrier tube assemblies one of which was mated with a hemostatic sheath. The carrier tube that was mated with the hemostatic sheath was in the forward lock position and appeared to have been deployed as evident by the missing anchor. Gross visual evaluation found blood like substance on all components of the device that was returned. The carrier tube assembly that was not mated with the hemostatic sheath had a notable kink located 5.24" from the distal end of the carrier tube assembly. There was also noticeable enlargement of the collagen in the carrier tube assembly that caused the 0.6385" split in the carrier tube to widen. It is unclear when this collagen expansion occurred. The bypass tube was also missing from the exposed anchor. No functional testing could be done as far as attempting to insert the 8fr carrier tube assembly with the kink into a hemostatic sheath since the bypass tube was missing from the anchor. It was noted that any co axial force applied to the carrier tube sheath caused buckling at the site of the kink thus an attempt to insert the carrier tube assembly would likely not be successful since rigidity is needed to ensure properly alignment. The hemostatic sheath was then removed from the carrier tube assembly to which it was mated to check for any anomalies, which may have caused the insertion difficulties reported. No anomalies were found. Based on the allegation there were several potential causes identified for the user's reported insertion difficulty. The bypass tube served as a conduit through which the anchor can pass from the carrier tube assembly through the hemostatic sheath in a specific orientation. With the bypass tube not present, the user would not have been able to properly insert the carrier tube assembly. However, per the allegation that was received it did not appear as though the bypass tube was detached or missing when the user was attempting to insert the carrier tube assembly into the hemostatic sheath. The second issue identified was the swollen collagen, which may have increased the outer diameter of the end of the carrier tube enough so that the carrier tube assembly could not have fit with in the hemostatic sheath. The third issue was the kink that was located distal to the device cap may too have contributed to the insertion difficulties but due to the user stating that resistance was observed, likely the kink was a result of the user applying excessive force to the carrier tube assembly which caused the buckling based on the results of the investigation and the description of the incident the most likely cause of the insertion difficulties is the premature swelling of the collagen. The allegation of insertion difficulties was able to be confirmed based on the investigation. The root cause of the collagen swelling prematurely cannot be determined at this time but is likely due to the collagen being exposed to an aqueous solution prior to use. The IFU specifically mentions using the angioseal device within an hour of opening the polyfoil pouch. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.